Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer mentions receiving devices with channel errors 8100 (s/n (B)(4)). Case resolution: customer mentions receiving devices with channel errors 8100 (s/n (B)(4)). Explained to customer the problematic issue with the bottle side pressure sensor. Lvp bottle pressure sensor failure in bottle pressure sensor system. Customer performed the task in system maintenance, analog sensor task. Test did reveal the bottle-side sensor reading high at 4.9volts, as problematic fault. Biomed to repair/replace the bottle side pressure sensor. Biomed will conduct repair, and call back if any further assistance is needed. End call.